Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) implanted: (B)(6) 2013.: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the issue was likely due to a catheter kink or occlusion. It was reported that the surgical intervention was planned for next month. It was noted that no volume discrepancy was seen at the most recent refill appointment. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving gablofen (2000 mcg/ml at 786.9 mcg/day) via an implantable infusion pump. The indication for use was cerebral palsy and intractable spasticity. It was reported that the patient was having many difficulties and they thought the catheter may be bad. It was noted that during the last pump refill there was over 21 ml left in the patient's pump, when they normally have about 7 ml left. The pump was interrogated but no issues were seen; a magnetic resonance imaging was planned but had not yet been scheduled. No further complications have been reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient¿s representative who reported that in 2019 the patient had a lot of ¿excessive tone and struggling.¿ per the reporter, the pump seemed fine, but they ended up doing surgery and there was scar tissue that was blocking the catheter.